Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We are redacting the MDR for FDA rpt # 2649622000-2011-02186 based upon an investigation of the issue noted which involves the device and not the lead. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 24 ohm impedances noted on left ventricular lead. The investigator noted that the investigation of this issue involves the device and not the lead.

Event description:
It was reported that there was low left ventricular impedance of 24 ohms. It was also reported that there was a telemetry problem when interrogating lead impedance. The device was reprogrammed to change the lead polarity. The device and lead remain in use. No patient complications were reported as a result of this event.